Event description:
It was reported that the patient had a stroke following an implant. It was unknown if the stroke was related to the dbs implantation lead procedure or not; it could not be confirmed at the time. It was noted that the lead was placed on (B)(6) 2012. Additional information reported that an MRI procedure was performed on the patient. According to the managing physicians and results from the MRI, the patient did not have a stroke but experienced post-operative edema. No interventions were taken or planned. The patient was discharged and will undergo dbs therapy implantation in (B)(6) 2012. If additional information is received, it will be included in a supplemental report.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial #: unknown; product type: lead.